Event description:
It was reported that during an in-clinic follow-up, the left ventricular (lv) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the lv lead. The lead was capped and replaced on (B)(6) 2025. The patient was discharged.